Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmissions. It was noted that the right ventricular lead exhibited low pacing impedance. Possible lead abrasion was suspected. Lead revision was discussed.

Event description:
New information available on 8/3/2018 states that, the lead developed noise, intermittent undersensing and high capture threshold. The lead was explanted during an unrelated procedure. The patient was stable before, during and post procedure. No patient symptoms were noted.